Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. External visual inspection noted that the helix was retracted and noted no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Perforation is a known possible complication of an implantable lead.

Event description:
It was reported from remote monitoring readings that the threshold measurements increased and impedances decreased. The patient went to the hospital and the CT scan confirmed the right ventricular lead did not dislodge it had perforated the anterior heart wall. This right ventricular lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported from remote monitoring readings that the threshold measurements increased and impedances decreased. The patient went to the hospital and the CT scan confirmed the right ventricular lead did not dislodge it had perforated the anterior heart wall. This right ventricular lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.